Event description:
It was reported the lead was capped due to oversensing. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.